Manufacturer narrative:
Visual inspection during the investigation, no significant deformations or damage of the products were determined. Permeability test a permeability test has shown that all components are permeable. Computer controlled test. To investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the valve operates within the accepted tolerance in horizontal position. Results in advance, we would like to point out that the product sent in was not inserted in liquid at the time of delivery. Dried deposits can influence the function of the products, which can affect the results. Despite this, we have examined the valve. Based on our investigation results, we cannot determine any functional deviations or other abnormalities in both products. The products operated within all specifications. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
The samples was now returned to manufacturer for examination. Same event as medwatch 3004721439-2026-00002.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a problem occurred during the implantation procedure (using # (B)(4) in combination with # (B)(4)). After connecting both products, it was found that the reservoir could not spring back. The products were replaced with new ones and the operation was successfully performed with a delay of 1 hour. The samples will be returned to manufacturer for examination. Article # (B)(4) was reported in medwatch 3004721439-2026-00002.